Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor patient reported that their device was getting real hot and that it felt like heating pad. They also reported that their right side is starting to hurt real bad from it. Patient further reported that they were pouring pee like crazy and is back to wearing depends. Patient also stated that they have turned up their ins up to 6-7 and that if turns up more, it felt vibration back and forth. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said their ins might not be working correctly and had concern about device recall/what they saw online, but no additional information was provided. As a result of what was reported, they were transferred to the call center. Patient then said they have been having problems with "it" which was clarified as they've had a return of symptoms and they were "peeing all the time." Patient was not feeling stimulation. They tried increasing stimulation and "it wasn't doing anything" so they turned stimulation up to "7" and "it was doing nothing" so they increased to "8", but they felt stimulation down their right leg. The patient then said they turned stimulation on "8" the day before yesterday, but "now its not doing anything." During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on. They have the ability to change programs and/or adjust stimulation so it was changed from program 1 at 0.5v to program 2 at 0.6v; they felt stimulation comfortably in their bike seat area. The patient was instructed to review any directions previously given to them by their healthcare provider (hcp). It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. It was also reviewed to complete avoiding diary to track progression/therapeutic response. It was lastly reviewed to follow up with the hcp if the problem does not resolve, to discuss symptoms, and to discuss programming. The return of symptoms issue occurred in (B)(6) 2018 and the stimulation down the right leg issue occurred in (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a family member who noted that the device is defective. They also said the patient's device originally helped their symptoms, but then it stopped. The consumer noted the patient had been reprogrammed multiple times, but nothing worked. The ins is being replaced on (B)(6) 2019. No further patient complications have been reported as a result of this event.